Manufacturer narrative:
It was reported that a revision surgery was performed due to pain with some instability. When opened the patient, the doctor found the post on the ps insert had broken. The affected legion ps high flexion articular insert, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted a fractured post, with signs of beach marks on the fracture surface, as well as deformation and scratching of the device. The scratching of the tibial insert was likely caused by explantation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Possible causes of device fracture could include but not limited to traumatic injury, overuse or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that dr. Was replacing the insert due to the patient having recent pain develop, with some instability. When he opened the patient, he found the post on the ps insert had broken. He then inserted a new insert and closed the incision.